Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system restarted automatically after the hospital tripped and then restored power. Fse checked the logfiles and found that the suite pc power on self-test (post) failed. To resolve the issue, fse cleaned and re-plugged the cables of the suite pc. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the suite pc failed to start up correctly and was restarting automatically. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.